Event description:
Caller indicated the relion was reading high. Customer had to be taken to the ER. Caller could not give exact readings or times of readings. Caller states doctor claims readings are off by 40-50 points. Customer is on sliding scale for insulin.

Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.